Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2014; product ID 5076-52 lead, implanted: (B)(6) 2006; product ID 694965 lead, implanted: (B)(6) 2006. The device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had early battery depletion. It was further reported that the left ventricular (lv) lead had high th resholds. The device was explanted and replaced and the device was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.